Manufacturer narrative:
Software issue.

Event description:
The customer reported a power switch over earlier, and now the surveillance rebooted and had message at server "waiting". Per the field service engineer (fse) sap notes, the fse confirmed that the server was at software revision (B)(4) and they needed the mandatory fco for the adt reboot issue applied to the server. No patient incident occurred.